Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has a 8015 unit that would give him a 255-3274-275 error when trying to connect to system maintenance program. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: the biomed did not have the ac cord plugged in when trying to connect system maintenance program. Let him know to plug in the ac cord according to our manual before connecting to asm. Biomed followed instructions and successfully connected to asm. Biomed ended call.